Event description:
It was reported that following the completion of the dbs implant procedure it was found that an expired guardian screw was opened by the circulator and implanted by the physician. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
An expired butt hole cap screw was reported to abbott. The issue was noted while reviewing product packaging after the operation was complete. Based on the information received, the event is consistent with the unintentional use of expired product. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Actions have been taken to prevent reoccurrence via CAPA 132510.